Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause will be added to the design failure mode and effect analysis. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not completed as the user would not likely cause the reported issue. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer stated when they had to use them, it is particularly difficult to remove the 2 plastic caps on the end of the tube. They had to use large kelly clamps & have still found it difficult to remove them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer stated when they had to use them, it is particularly difficult to remove the 2 plastic caps on the end of the tube. They had to use large kelly clamps & have still found it difficult to remove them.